Event description:
It was reported that the customer's insulin pump had cracks near the battery compartment. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube, battery tube threads and end cap. Unit received with minor scratched display window. Unit received with loose / flush drive support disk.